Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device and confirmed the test failure. The device's solenoid valve and proportional valve were replaced to address the issued. The device was tested and passed all final testing. The components were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The component issue has been recognized and documented. No further evaluation is required by the pil.